Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing was pulled causing the cartridge to be removed from the pump during pumping. The customer attempted to load a new cartridge; however, the customer reported that the cartridge would not fit onto the pump. Reportedly, the customer initially stated that the pneumatic tap could be bent. However, the customer could not confirm any specific damage to the pump or the cartridge in use. Additionally, it was reported that a new cartridge was loaded and then the cartridge leaked from an unspecified area. Reportedly, the customer continued to complete the load process with the leaking cartridge and insulin delivery was resumed. The customer's blood glucose (bg) level was 267 mg/dl and the bg level was reportedly addressed with a bolus via the pump.